Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was hospitalized for peritonitis. The cause of the event, treatment details, patient recovery status, and action taken with pd therapy were not reported. No additional information is available.